Event description:
It was reported that the bd microlance¿ needle had foreign matter on it when removing it from the packaging. The following information was provided by the initial reporter: "dirty when opening the package the needle was dirty"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 304622 and lot number 220329. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, a drop of epoxy was observed on the hub component. Epoxy is the white adhesive used to join the cannula and the hub components together. This defect resulted during the assembly process due to a temporary stoppage or malfunction in the epoxy dosage machine. Consequently, a higher quantity of epoxy was added and fell onto the affected hub component; resulting in the defect observed. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the bd microlance¿ needle had foreign matter on it when removing it from the packaging. The following information was provided by the initial reporter: "dirty when opening the package the needle was dirty."